Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. The fogarty arterial embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. It is not recommended for the removal of fibrous, adherent, or calcified material. The catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize lateral wall pressures and shear forces on the inner surface of the artery, the smallest inflated balloon diameter that will remove the obstructing material should be used. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. No actual device malfunction is noted in the report. As no device malfunction was identified, no corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that there was a perforation of the side branch of the popliteal artery while using a fogarty arterial embolectomy catheter. A (B)(6) male presented with acute limb-ischemia with severe right leg pain. Angiography showed total occlusion at distal site of right superficial femoral artery (sfa). During removal of the thrombi, a perforation of the side branch of the popliteal artery occurred. Coil-embolization was performed along with stent placement to increase peripheral blood-flow. Circulation improved with pedal pulse restored. This information was obtained from a poster at the (B)(6) endovascular treatment conference. Occurrence date of the incident is unknown. The device is not available for evaluation.